Manufacturer narrative:
The device was requested for evaluation but has not been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Review of similar events reported to arthrex, where pump and tubing were returned for evaluation, indicate that or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if the instructions for use are not followed. Other potential causes for such an event include a joint capsule which may have already been compromised from prior/pre-operative injury or trauma, incorrect pump pressure settings, and intra-operative compormising of the joint capsule from other instrumentation. If the device is returned and/or additional patient information is obtained, a follow up report will be submitted.

Event description:
It was reported that the surgeon was performing a left knee scope when the pump indicated a pressure fault. The tubing was switched and the surgery was completed. The patient had fluid intrusion into the left thigh, scrotum, and penis. The patient was admitted with a urology consult. Follow-up communication with the surgical facility and the surgeon's office provided information that the patient was discharged a couple of days after the event (date requested but not provided). The patient then returned to the ER in 2008 presenting with complaint of numbness in his left leg. A dvt (deep vein thrombosis) was diagnosed and coumadin was prescribed. Current condition is reported as stable. No addition adverse consequences have been reported from this event. The lot number for the pump was requested from the facility and surgeon's office, but was not provided. No further information was provided at the time of this report or in response to follow-up requests. This device is used for treatment.